Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: this lot was manufactured between november 20-21, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume folfusor was separated. The issue was described as, "the line of the infuser has come out". The device contained flucloxacillin 8g in 230 ml of sodium chloride 0.9%. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.